Event description:
It was reported that a decrease in sensing and t-wave oversensing was observed. Lead was explanted and replaced. Patient was doing well after the procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found.